Event description:
It has been reported to philips that tempus pro monitor shuts down, restarted, and then gave an error message while monitoring a critical patient. The customer also mentioned the error message reported was due to removing the battery or because it was plugged into a power source. The monitor was sitting on the counter the whole time and was never plugged in and the battery was never removed or touched. The issue occurred during clinical use while monitoring critical patient. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.

Manufacturer narrative:
New information received indicates no health consequences or impact to patient. Patient coding grids updated.